Event description:
It was reported that the expiratory channel printed circuit board was defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the expiratory channel printed circuit board (pcb) was defective. Identification of issue has been done by analyzing problem description and communication with field service engineer (fse). There was no patient harm. Based on technician statement, apart from that the board was damaged no more information could be provided related to this case. There is no information if any test failure, alarm or technical error occurrence due to this part malfunction. It has been considered that expiratory channel pcb needs replacement to resolve the issue. The issue was decided to be reported based on available information as defective expiratory channel pcb may lead to stop of ventilation. Unfortunately, device logs and defective part have been not available for the further analyze of the issue. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).